Event description:
It was reported by customer that while using the bd safety glide ¿ needle it became blocked. The following was received by the initial reporter: while administering depoprovera, I was able to give half of the dose, then the needle locked up and I was unable to continue giving the rest of the dose.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
There were multiple possible lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2258504 d.4. Medical device expiration date: 31aug2027 h.4. Device manufacture date: 24sep2022 d.4. Medical device lot #: 2322150 d.4. Medical device expiration date: 31oct2027 h.4. Device manufacture date: 28dec2022 e.1. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [mw5119994]. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by customer that while using the bd safety glide ¿ needle it became blocked. The following was received by the initial reporter: while administering depoprovera, I was able to give half of the dose, then the needle locked up and I was unable to continue giving the rest of the dose.